Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. A photographic x-ray review confirms the reported event. Labeling review: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant..." Patient education: "...the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..."

Event description:
On (B)(6) 2017 patient underwent a posterior lumbar interbody fusion on l3-l5 levels. During a six month follow up it was discovered that a screw at the l5 level had fractured. The patient is asymptomatic and no revision procedure is planned at this time.